Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient stated that a month ago, the device showed 11 months remaining longevity. Then, elective replacement indicator (eri) was tripped recently. Boston scientific technical services (ts) discussed tor each out to clinic to have engineers evaluate the remote data for potential premature battery depletion. As of this time, the device remains in service. No adverse patient effects reported.